Event description:
It was reported that the patient experienced a low heart rate. The right atrial (ra) and right ventricular (rv) his bundle leads exhibited loss of capture. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.